Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the left anterior descending (lad) artery. An ht balance middleweight elite guide wire (gw) was advanced into the side septal branch. The lesion was ballooned and stented. During removal of the gw, it was determined that it was advanced too far down the lad, which caused difficulty removing the gw from the anatomy. Additionally, it was believed that the patient was having vasospasms, causing the gw to become stuck; therefore, the patient was given vasodilator medication to dilate the blood vessels in order to remove the gw without further issue. The wire was successfully removed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database and similar incident review for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire (gw) during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, and treatment with medication appear to be related to case circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the reported information, it is likely that the gw was advanced too far and due to the challenging anatomy, the guide wire difficult to remove. Additionally, medication was administered to dilate the blood vessels to remove the gw without further issue. There is no indication of a product quality issue with respect to the design, manufacture.d9, h3: device not available for evaluation.